Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The catheter was not returned with the stent. Additionally, the catheter model and size were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr4-4-40-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends or kinks were found on the pushwire, and no other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no damages were noted on the returned solitaire fr4-4-40-10 stent device. However, the root cause of the resistance failure could not be determined. Possible causes could include vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure. The customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance issue. Since the catheter was not returned, and the model and size were not reported, any contribution of the catheter to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, there was resistance at the catheter's distal part with the solitaire. The healthcare professional (hcp) used another solitaire. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient's vessel tortuosity was normal. It was unknown what condition the patient was being treated for. The patient is recovering from the procedure through the use of another solitaire. The patient was asymptomatic. The model and lot of the catheter was unknown. Cause of the event was unknown. A continuous saline flush was administered and maintained as indicated in the IFU. The information is confirmed by the physician.